Event description:
It was reported that the right ventricular lead was partially removed due to insulation damage on the pace/sense segment of the lead, distal to the trifurcation. Additional information was provided by the patient's attorney. Alleged that the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.